Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the axsym troponin-I adv reagent lid is not opening. The customer stated that the lid was difficult to open manually and it appears to be separated from the rubber stopper causing the probe to crash. There was no impact to pt mgmt reported.